Event description:
The company was informed that the pt was presented with possible ear infection. The pt was admitted to the hospital (date unk) and prescribed with antibiotics (type unk) as a precautionary measure.